Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-00715. The patient (B)(6) is implanted with two percutaneous leads from different lots. It was reported the patient suffered a fall. Since that time, his stimulation is reportedly painful and therapy coverage is inadequate. X-rays were taken for further interrogation; however, the results have not been disclosed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.